Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no reported adverse impact to the customer's blood glucose level. After using the original charging supplies and ensuring the wall adapter was plugged into a working outlet for at least 30 minutes, the pump began charging and no further assistance was required.